Event description:
A customer reported a malfunction on their pump, but no notable events occurred prior to this issue. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support provided information to reset the pump, and after the reset, the malfunction did not recur. The customer was instructed to continue using the pump and to call back if any issues arise.